Manufacturer narrative:
The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated iol model. The reported complaint was not observed as no sample was returned for analysis and not enough information was provided to complete the investigation; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, upon implantation the surgeon found the lens optic was defective. The lens was left implanted. There was patient contact. Additional information has been requested. There are three medical device reports associated with this file. This report is associated with the 3 of 3 files.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).